Event description:
The pt received two valves. After this surgery, the pt was implanted with a pacemaker. After some days, a thrombus was observed at the mitral level as well as endocarditis. The surgeon thinks that the infection of the pacemaker is responsible for this incident.